Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker exhibited oversensing of the minute ventilation (mv) sensor. It was advised to program the mv sensor off as this device is included in the mv sensor signal/oversensing advisory population. No adverse patient effects were reported and the device remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker exhibited oversensing of the minute ventilation (mv) sensor. It was advised to program the mv sensor off as this device is included in the mv sensor signal/oversensing advisory population. No adverse patient effects were reported and the device remains in service. This device was included in the recent mv sensor signal oversensing advisory population.